Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented over merlin.net transmission with an alert that charge time exceeded. The device was later explanted and replaced. The patient condition was stable.

Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.